Event description:
Customer reported system would not complete boot up. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. (B) (4)